Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) (B)(4) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas (B)(4) and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also warns that moderate to severe aortic insufficiency must be corrected at the time. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2020 due to worsening of aortic regurgitation. It was aged worsening of aortic regurgitation and the patient had a shortness of breath while working, leg edema and b-type natriuretic peptide (bnp) level increase which led to heart failure. On (B)(6) 2020, the patient's condition was not improved by diuretic, thus aortic valvuloplasty was performed. The causal relationship with the device was considered none.